Event description:
Approximately 3 year(s), 7 month(s) and 30 day(s) post-operative of a left tsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening. It was reported as both tsa stem and glenoid loose - possibly due to fall. The patient underwent standard total revision, and the outcome of this event is considered resolved. The clinical report indicates that this event is possibly related to the device(s) and/or to the procedure.

Manufacturer narrative:
(D10) concomitant device(s): 300-50-45 - 4.5mm short rep plate: 3603398. 300-20-02 - equinox square torque define screw drive kit: 3643556. 310-00-47 - xs humeral head, 47mm xs offset humeral head: 3601543. 620-00-02 - platelet rich plasma kit with spray tips: 131332. 620-12-02 - accelerate prp 60 ml & acd-a: a20149100.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: b, c, d, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the glenoid component and the bone and the humeral component and the bone, which led to aseptic (non-infected) glenoid and humeral loosening respectively. Furthermore, the reported fall may have contributed to the anatomic glenoid and humeral loosening but cannot be confirmed. Potential contributions of user considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.